Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently approximately six years and four months after the index procedure with suspected rupture. The patient expired. Per the physician, the cause of the event was due to a type ia endoleak caused by changes in patient anatomy, specifically changes in aorta created remodeling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.